Event description:
Non sterile package put into a sterile field causing a delay of 30 minutes.

Manufacturer narrative:
Examination was not possible, as the product/packaging was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, user error may be a contributing factor. The IFU and the pouch graphic symbols clearly represents the non-sterile layers of the packaging. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.